Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The foreign material stuck to the distal end of the subject device. The resistance between the forceps cups and the plug of the handle was high. After removing the foreign material, there was no abnormality of the resistance between the forceps cup and the plug of the handle. The subject device worked. There were no defects on the subject device. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the event occurred due to any of the following possible causes. The subject device was not connected to the cord or the cord was not connected to the power supply correctly. The current density decreased due to burnt tissue attached to the distal end. The target area was immersed in blood or water. The instruction manual of the device has described the method of connection of a code. The instruction manual of the device has already warned as follows. Pulling the tissue when applying the current. Aspirate fluids such as mucus that adhere to the tube and body cavity tissue. Patient injury such as perforation, bleeding, mucous membrane damage and thermal injury of tissue could result if output is activated with these fluids adhering.

Event description:
During an endoscopic submucosal dissection of the stomach,the subject device was used. In the procedure, the doctor used the subject device for hemostasis, but the subject device did not activate output (and could not stop bleeding). The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of common device name.